Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. It was reported that the customer did not consume the food in time for the intended amount of bolus delivered. The customer's blood glucose (bg) level subsequently decreased to a blood glucose (bg) displayed as "low" on the continuous glucose monitor and 58 mg/dl. Customer consumed carbohydrates to address bg.